Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was kinked at approximately 195mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that inflation failure occurred. The target lesion was located in the upper arm vessel. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, it was noted that the balloon would not inflate. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.